Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead helix would not fully extend; the physician suspects rv lead malfunction. The physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.